Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The alarm history showed multiple call service 006 alarms. The rewind, load, and prime steps were performed correctly. During the 24 hour testing the pump alarmed with a call service 006 duplicating the complaint. The pump passed a test code analysis. The pump was opened and disassembled. The printed circuit board was inspected to find an unidentified intermittent printed circuit board condition failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).